Event description:
Boston scientific received information that the patient with this pacemaker was referred to a physician to have her pacemaker checked due to the heart monitor detecting that her heart stopped during monitoring. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.